Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the complaint could not be duplicated or confirmed. The cartridge cap was undamaged, and fully secured onto the test pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.